Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. The ventilator passed short self tests (sst), extended self tests (est), electrical safety tests, calibrations, and performance verification tests (pvt).

Event description:
Report received of ventilator with a safety valve open. The ventilator was not on a patient at the time of the event.